Event description:
The customer reported that the central nurse's station (cns) was displaying comm loss with all the beds. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was displaying comm loss with all the beds. No patient harm or injury was reported. Investigation summary: technical support performed troubleshooting measures to include pinging the bsm and the org but received no response. The customer reported they might have had a cut cable which may have been contributing to the issue. They planned to check the switch closet and return the call. Multiple attempts to retrieve additional information were made with response by the customer. A review of cns serial number finds no recurrence of the reported issue. The issue had most likely been resolved without assistance from nk tech support. Details from ticket (B)(4), which occurred in the same month, reveal that the issue of comm loss occurred on the same segment and was caused by a user at the facility removing a cns from the network without removing it from the host table. The customer reported that they were moving the cns. Once the cns was put back onto the network, the issue of comm loss was resolved. As the reported device was not returned for evaluation, a root cause cannot be determined.

Event description:
The customer reported that the central nurse's station (cns) is showing communication loss (comm loss) for all the beds. There was no patient injury reported.

Manufacturer narrative:
According to the customer, they think that they have a cut cable so they'll check the switch closet and then the server closet. The customer will reach out after checking if necessary. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.